Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used in a patients choledoch (common bile duct) during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the lithotripsy procedure, the ptfe guidewire coating was scraped and broken with another manufacturers' crusher catheter. No portion of the guidewire material fell into the patient. The procedure was completed with the subject dreamwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used in a patients choledoch (common bile duct) during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the lithotripsy procedure, the ptfe guidewire coating was scraped and broken with another manufacturers' crusher catheter. No portion of the guidewire material fell into the patient. The procedure was completed with the subject dreamwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the dream tip end exhibits evidence of being present, intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. No anomalies were observed. The entire length of teflon sleeve (ptfe jacket) was examined. It was noted that the ptfe sheath exhibits evidence of being damaged thereby exposing the core wire approximate between 19 cm to 25 cm proximal from distal tip section. Upon closer examination, the ptfe jacket surface indicates that the coating surface had come into contact and/or rubbed against a heated object dissipating several sections. Except where noted, the specimen appears visually correct, the incident device does not present any indication of being broken. The condition of the returned unit was not consistent with the customer complaint that the guidewire was broken. Based on the investigation results, the device appears visually correct except where the ptfe jacket damage is concerned. Therefore, the most probable root cause is caused by other device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. This event has been deemed a non reportable event based on the investigation results. The dfu under caution statement states: "if the guide wire is removed during sphincterotomy, turn the electrosurgical generator power down, remove the wire, and gradually increase until acceptable cutting effect is achieved".